Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) experienced an unknown malfunction. The patient requested a new hc. The technical service representative initiated a swap of the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. The device pneumatic system was tested which revealed no leaks and all pressures were correct and stable. A short simulated therapy was successfully performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified in the event history log review or the sample evaluation. However, the engineer identified that low drain volume alarm in the alarm log is most reflective of the reported condition and has verified the reported condition. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.